Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false low sodium (na) result generated by the synchron lxi 725 clinical system. The original result of 117 mmol/l was reported outside of the lab and was questioned by the physician. The sample was run on another instrument and the result obtained was 138 mmol/l. The original result was amended. It is unknown if treatment was initiated or withheld based upon the false low result.

Manufacturer narrative:
Calibration and qc are run every 8 hours. Qc prior to and after the event was within lab-established ranges. A field service engineer (fse) evaluated the instrument, but found no problems. The fse performed a precision run on na, which passed the specifications. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.